Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a colostomy takedown procedure the assisting surgeon did not feel a full crunch of the washer breaking when he squeezed and fired the device. The assisting surgeon then turned the device 3/8s of a full turn and struggled to remove the device from the patient. This did not cause any damage to the patient. There was a small air leak in the anastamosis which was closed with a single stitch. There was no leak after the repair. A second device was not needed to complete the procedure. There were no patient consequences reported. No device will be returned.